Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their implantable cardioverter defibrillator experiencing inappropriate automatic mode switching due to far r-wave oversensing. Programming changes were made in clinic to address the issue. There were no patient consequences.